Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. Customer reported receiving higher sensor scan results when compared to readings obtained on another adc meter and experienced unspecified symptoms. Customer received unspecified treatment by a healthcare professional and no further details were provided as customer terminated the call. There was no report of death or permanent injury associated with this event. Results of 230 mg/dl and 120 mg/dl were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.